Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the bdc interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a heavily calcified left anterior tibial artery. During pre-dilatation, the 1.5x20x150cm armada 14 balloon was advanced but there was noted resistance during advancement due to calcium, however it reached the lesion. During the first inflation, the balloon ruptured at 6 atmospheres (atm). A 1.5x120x150cm armada 14 balloon was then used but there was noted resistance during advancement due to calcium, however it reached the lesion. During the first inflation, the balloon ruptured at 5atm. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure.